Event description:
As part of a legal dispute intuitive surgical received information regarding a patient that underwent a da vinci partial hysterectomy procedure on either (B)(6) 2008 or (B)(6) 2009. Date of procedure is unknown. The legal document received alleges that the patient suffered the following injuries due to the da vinci surgery: doctor cut a hole in bladder, surgical correction

Manufacturer narrative:
Based on the limited information provided, intuitive surgical has not determined the root cause of the surgical complications experienced by the patient. If additional information is received, a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient reportedly experienced surgical complications while undergoing a da vinci surgical procedure.